Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from "low" to 56 mg/dl. Low bg causes were not known. The customer's boyfriend provided assistance for one of the low bg events and the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.